Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their implantable neurostimulator (ins) was not holding a charge so it was replaced. The replacement happened sometime in 2015. The patient was implanted for spinal pain and failed back surgery syndrome. No troubleshooting, serial number, or symptoms were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.